Manufacturer narrative:
(B)(4). Additional concomitant medical products: biolox delta 36mm -3 neck catalog #: ni lot #: ni, mallory head 4-fin, 3-hole cup 56mm catalog #: ni lot #: ni, e-poly 36mm ringloc max-rom size 24 catalog #: ni lot #: ni. It is indicated by the complainant that the devices will not be returned to zimmer biomet for investigation, as the devices remain implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-08041, 0001825034-2018-08042, 0001825034-2018-08043. Device remains implanted.

Event description:
It was reported that the patient experienced patellar dislocation during hip reduction, which was attributed to the tightness of the it band due to lengthening. A pie crusting of the it band was performed, which relieved the pressure on the it band. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). The reported event was confirmed from operative notes received. The product was not returned for the investigation, therefore a visual and dimensional evaluations could not be performed. Device history record was not reviewed due to item and lot identification is necessary for review. Root cause could not be determined with information available. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.